Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. There are no details as to the nature of the injury and no medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2008: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There are no details as to the nature of the injury and no medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol - ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). (B)(6) 2008: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device#2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per operative notes, ¿a in incision was made over the umbilicus. Large, widened scar was excised. Hernia sac was dissected out. A large ventralex mesh (device 1) was placed in subfascial location and secure it with sutures.¿ (B)(6) 2008 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿incision was made over the palpable hernia. The hernia sac was dissected out. A ventralex mesh (device 2) was placed and secure it with sutures.¿ (B)(6) 2009 - patient was diagnosed with massive recurrent ventral incisional hernia, adhesion thereby underwent open repair with explant of previously placed two ventralex mesh (device 1 and device 2) and implant of two biological mesh. Per operative notes, ¿a long midline incision was made, dissection was carried through dense scar tissue. Hernia sac was dissected out. Ventralex mesh (device 1) was contracted and wadded up. Ventralex mesh (device 1) was dissected out. Dense adhesions were taken down. A second ventralex mesh (device 2) was in the right mid abdomen in the subcutaneous tissue, it was also removed. Two biological mesh was placed and secure it with suture.¿